Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 days post an implantable cardioverter defibrillator (ICD) change out procedure, sensing integrity counters (sic) were noted on the chronic right ventricular (rv) lead. The patient was seen in-office and provocative testing was negative. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.